Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed during the event. Based on the reported information, there did not appear to have been any defect of the onyx during use. The event occurred in the patient post procedure and its cause is not known. Sultan, a. Et al (2014, february). Transarterial embolization of brain arteriovenous malformations. Neurosurgery quarterly, 24(1), 27-36. Doi:10.1097/wnq.0b013e31828c70ad. MDR's related to this article: 2029214-2016-00787 2029214-2016-00788 2029214-2016-00789.

Event description:
Medtronic received information from literature review of a patient death after onyx 18 embolization. The purpose of this article was to review the results of embolization of low-grade arteriovenous malformations (avms). 70 patients (31 male, 39 female, mean age 29.7 years) with intracranial avms were embolized. N-butyl cyanoacrylate was used in 45 avms, onyx was used in 19 of avms, and both agents were used in 6 avms. The authors stated that a patient presented with a large intracranial hemorrhage (ich). The patient underwent onyx embolization followed by hematoma evacuation. The patient died three days later due to uncontrolled intracranial hypertension. The author also noted that the death was not directly procedure-related and was likely related to premature venous occlusion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.